Event description:
Following a fall, the patient was having difficulty with recharging and had no stimulation. Typically, if the patient stayed still, he was able to get 8 coupling bars. Since the fall, he was unable to get any coupling bars. The implantable neurostimulator (ins) was shallow and on palpation did not feel like it had flipped. An x-ray was done (date not reported), there were no obvious signs of damage to or displacement of the leads, but it was unclear if they had checked to see if the ins was flipped. An ins overdischarge was suspected. The patient was instructed to perform a physician mode recharge. It was unclear at the time of this report if it was successful. Additional information has been requested, a follow-up report will be sent, if additional information becomes available.